Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred following implantation of a c-flex aspheric 970c intraocular lens (iol). The event description provided to rayner states that in the post-operative period the healthcare professional observed the development of fibrin reaction. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00114.

Manufacturer narrative:
Rayner intraocular lenses limited reports that following investigation findings; our review of production records for the c-flex aspheric 970c iol batch 012e32011 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (january 2012) was conducted in order to determine if any trends existed. This review concluded that, no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 012e32011.